Event description:
(B)(4). Event occurred in the united states. The patient stated, when she slept last night, the tubing was loose from the set. The area where the set became detached was the second connector and not the site. Reportedly, the patient woke up in the morning and the infusion set had broken away from the set. The patient reported infusion set tubing came apart. Reportedly, the patient was using the infusion for 4 days. The patient was not sure about the stress or pull on the tubing, however, the pump wasn't dropped with the set connected to the body. No further information available.